Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the subject device had a big black splatter of color on the screen instead of an image when connected to the scope. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.

Event description:
Additional information was received from the customer that the issue was fixed but no further information regarding the procedural delay. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and, b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated f10 health effect: impact code to f26.